Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bed was getting warmer, and the patient's heart rate was increasing in an arctic sun device. They did not think the temperature was reading accurate, so they replaced the esophageal probe and the temperature in cable. They were getting an x-ray to confirm placement of the probe but thought everything was working properly now. Patient temperature (pt) was 33.9c now. The baby's temperature was reading 33.2-33.3 earlier. They did not think that was accurate because of the heart rate. Water temperature (wt) was 29.7c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1 lpm. Confirmed they did not get any alerts or alarms earlier. Advised device seems to be working properly now. Asked to call back with any questions or concerns. No further calls.

Event description:
It was reported that the bed was getting warmer, and the patient's heart rate was increasing in an arctic sun device. They did not think the temperature was reading accurate, so they replaced the esophageal probe and the temperature in cable. They were getting an x-ray to confirm placement of the probe but thought everything was working properly now. Patient temperature (pt) was 33.9c now. The baby's temperature was reading 33.2-33.3 earlier. They did not think that was accurate because of the heart rate. Water temperature (wt) was 29.7c, targeted temperature (tt) was 33.5c, flow rate (fr) was 1 lpm. Confirmed they did not get any alerts or alarms earlier. Advised device seems to be working properly now. Asked to call back with any questions or concerns. No further calls.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.